Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: visual examination of the returned device revealed the shaft was separated approximately 10cm from the tip to the separation. The separated portion of the device was returned for evaluation. There also were some slight bends proximal to the separation. There was blood in the sensor port. No other damage or irregularities were noticed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that pressure guidewire breakage occurred. Vascular access was obtained via radial approach. The target vessels were the severely tortuous right coronary artery (rca) and right posterior lateral (rpl) arteries. The vessel contained significant bends of <=45, and >45 and <90 degrees. After several ffr recordings in multiple vessels, the physician noted that the wire wasn't behaving well. The tip broke off in the rca/rpl. The tip of the wire was found when the guide catheter was flushed outside the patient. No patient complications were reported and the patient's current status is stable.